Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The complaint was reported as: the customer alleges that there is a leak on the respirator, from the cuff of the device in which the catheter balloon deflated and could not hold pressure. The customer states oxygenation of the pt is not reliable. The endotracheal tube was changed out.